Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) was replaced. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging system outside of procedures. The site reported that the mobile view station (mvs) became unresponsive. Issue was resolved by rebooting.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. Unrelated to functionality, scratches were noted on the computer housing. The reported event could not be duplicated by medtronic personnel.